Event description:
The customer reported generation of higher glucose results when compared to other analyzer, on their dxc 700 au-10e clinical chemistry analyzer (pn: b86444, sn: (B)(6); however, did not observed significant changes in internal quality control testing and calibrations. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data and patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched to the customer site. The probable cause was identified as multiple malfunctioning components; however, it is unknown which component exactly contributed to the reported failure. The fse performed a preventive maintenance and replaced multiple parts including water tank, filters (as they contained particulate matter), lamp (exceeded 1000-hour limit), and wash syringe, to resolve the instrument issue. No evidence of systemic or recurring issues at this time was confirmed. The instrument performance was verified. The customer was satisfied. Section a2, a4 and a5: information no provided by the customer. The beckman coulter internal identifier is case-(B)(4).